Event description:
It was reported, the subject device displayed a blurry image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or harm associated with this event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: puncture of cable, smashed connector tip, and an additional leak test problem. A definitive root cause of the reported issue could not be identified. Based on the results of the investigation, the most probable cause of those issues are causes traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device displayed a blurry image. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient injury or harm associated with this event.